Manufacturer narrative:
A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported events of loss of capture and unacceptable threshold were not confirmed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an implantation procedure, loss of capture was noted on the right ventricular (rv) lead. The rv lead was replaced and a new rv lead was successfully implanted. The patient was stable with no adverse consequences.